Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. Patient said they spoke with a manufacturing representative (rep) and the rep told them to just leave it where it was and not do anything until their leg healed. Patient reported they were in a lot of pain and they get up and walk a little bit. Patient has an appointment with their surgeon today at 12:45 to get the staples out of their leg to see what happens from there. Agent asked if patient noticed any change in symptoms after the fall and patient said it was just 2 weeks after the implant surgery that they fell and they're leaking all over before they make it to the bathroom. Patient requested their rep to contact them. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp confirmed that the patient's fall, broken femur and hospitalization was not caused by or related to the device, therapy, and/or implant procedure. The hcp confirmed that the fall effect on the implant was not determined. The hcp stated that there was no effect the fall had on the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.